Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a month due to a high blood glucose level. His blood glucose level went up to 1,316 mg/dl. The customer is currently not using the insulin pump. The paramedics were dispatched because he was found unconscious. He was admitted into intensive care unit. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08770 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, small crack on the display window, scratched reservoir tube window and cracked reservoir tube lip.